Event description:
In 2007, pt was admitted to eaton rapids hospital for pe (pulmonary embolis).

Manufacturer narrative:
Doctor prescribed medication to pt. After a follow-up, pt is fine. The closure-fast catheter was not returned and could not be evaluated. If any additional information is obtained, a follow-up report will be submitted.